Event description:
It was reported by a letter to our legal department from attorney's office, that in 2008, the male patient was admitted to the hospital with gastrointestinal bleeding. He was taken to intensive care unit and an hf-04510-1 catheter was inserted into his left radial artery. About two days later, the patient's condition was stabilized and a nurse attempted to remove the catheter from patient's left arm; however, a portion of the catheter broke off when being removed and catheter tip remained lodged in patient's left radial artery. The catheter tip remained lodged in patient's left radial artery. The catheter fragment was surgically removed. As a result of the incident, patient claims he sustained permanent injury to his left arm, including a scar, numbness, and weakened grip.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.